Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer experienced no symptoms related to high blood glucose. Customer was treated with manual injection for high blood glucose event. Customer declined troubleshooting for high blood glucose event. The insulin pump will not be returned for analysis.